Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device needed servicing. During servicing, the device was found to have low power. It is known that the device was being used during surgery and there was no patient injury reported; however, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.